Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that after reprogramming the sensitivity, the patient was brought in for further evaluation and no oversensing events were noted. The clinic plans to continue monitoring the patient remotely. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which resulted in pacing inhibition. The noise was reproduced with isometrics. It was suspected that the root cause may be possible lead damage that occurred during an atrioventricular node ablation procedure. Boston scientific technical services (ts) was contacted for assistance and discussed that as there were no changes in impedance measurements during the time the noise was recreated, it is less likely that there is lead damage and suggested the noise may be due to oversensing of muscle activity. The physician elected to change the device sensitivity and reassess in a few weeks. The patient was not symptomatic. This product remains in service.